Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the severe proximal stent damage with struts on rows 1-15 bunched, overlapping and lifted from the stent profile in a distal direction, exposing the balloon wall on the proximal side for approximately 6mm. No damage was noted to the distal struts. The outer diameter (od) of the undamaged section of the stent was measured and the result was within the maximum crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft and outer and mid-shaft section of the shaft polymer extrusion. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a 2.0x15mm emerge balloon catheter. A 3.00 x 28 synergy¿ drug-eluting stent was then advanced to treat the lesion but failed to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.